Event description:
It was learned that an edwards surgical aortic magna valve was failing after an implant duration of approximately 4.5 years, and the patient is being evaluated to receive an implant of a transcatheter aortic bioprosthetic valve within the existing valve (valve in valve). Per follow up with the healthcare provider, it was learned that no intervention was performed for this patient. No further information was provided.

Manufacturer narrative:
Additional manufacturer narrative: report of a failing edwards aortic bioprosthetic valve after an implant duration of approximately 4.5 years. Despite multiple follow ups with the healthcare provider, no additional information was provided. It was learned that no intervention was yet performed. Bioprosthetic valve dysfunction can be due to various mechanisms. Many factors can contribute to the onset and propagation of bioprosthetic dysfunction including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported once available.